Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding microclave clear neutral connector that reported that the microclave was leaking. Fluid is observed in area that should not have fluid but no visible cracks. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one (1) used. List #mc100, microclave¿ clear neutral connector; lot #unknown. --> one (1) used. List #unknown, trifuse set; lot #unknown. A seal tear was observed on the microclave. The reported complaint of a leak could be confirmed. The returned sample was tested and an internal leak was observed on the microclave. The sample was disassembled and found to have a damaged seal leading to the internal leak. The probable cause is typical of slitter damage during assembly in manufacturing.